Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:"(B)(6) 2014: inratio = 1.7, 3.6; (B)(6) 2014: inratio = 2.1, lab = 3.4. Tests on (B)(6) 2014 were conducted minutes apart. Tests on (B)(6) 2014 were conducted >3-3.5 hours apart. Therapeutic range: 2.0 - 3.0. Pt self tester was not sure if her finger touched the strip when applying sample.